Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location that led to this alarm. There was solution on the floor. Renal therapy services (rts) advised to drain with manual supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code:(B)(6). H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unspecified location was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d1: brand name, d4: catalogue #, d4: unique identifier (UDI) #, d10: concomitant product, g4: PMA/510k # or bla #, and h6. Should additional relevant information become available, a supplemental report will be submitted.